Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1ndya, implanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1ndya, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was erosion at both burr holes. No known factors that may have led to or contributed to the issue were reported. There was a surgical washout and closing of erosion which resolved the issue. No further patient complications were reported/ anticipated as a result of this event.